Event description:
Event description: it was reported that on an unknown date, one of the physician assistants discussed a hardware removal. Physician assistant stated that the surgeon removed smith and nephew hardware, however the synthes screw removal set did not work to remove screws on a prior date. Surgeon has another smith and nephew and arthrex screw removal next week and called to discuss. Sales consultant informed physician assistant that the screw removal set could not be relied upon to take out another company¿s hardware because of the varying screw sizes. No other information was available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).